Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had reached its recommended replacement time but had not yet reached its end of service time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor experienced premature battery depletion and reached its recommended replacement time earlier than expected, approximately 1.2 years after implantation. The device remained implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. An alysis of the hybrid revealed the device was confirmed to be in an end of service (eos) condition. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed that leakage current measurements betw een the ft pin and case cover with and without the headspace insulator were measured to be 2.7 ¿a and 3.3 ¿a, respectively. The magnitude of this leakage current suggested that there was an additional shorting path between the ft pin and case cover leading to premature battery depletion. After the bec was removed and a new feedthrough pin was welded onto the external side of the battery, the leakage current without the headspace insulator was measured to be 107 pa. This indicated that the removal of the bec possibly removed any surface debris or contaminants on the external side of the feedthrough which may have created an additional shorting path. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the icm was removed and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.